Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 28x4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion after several attempt. The device was removed from the patient and it was noted that the edge was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.